Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the lead found it was cut into two segments as a result of the explant procedure. Each segment was tested for continuity from contacts to bare wires and no opens were found. The terminal end segment had setscrew engagement marks on the appropriate contact indicating that the lead was properly secured.